Manufacturer narrative:
The pod was received not deployed. Upon opening the pod, the firing flat was observed to be past it's vertical position that would normally release the release bar, however it was noted that the release bar remained unreleased under the ratchet gear firing flat. After rotating the ratchet gear manually so that the firing flat was in a vertical position, the release bar released and the needle deployed as intended. It could not be determined why the needle did not deploy during the second priming sequence.

Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
It was reported that the needle mechanism did not deploy as intended during activation. The pink slide did not move forward and the cannula was not visible.